Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. It was reported that "patient took the pump into a hot tub; now when reboots, the replace battery alarm or call service alarm comes on and was unable to move pass that screen." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the pump alarm history showed multiple cs 128 replace battery alarms. A visual inspection of the pump showed no damage to the battery compartment or battery cap. The battery cap was able to fully tighten to the pump. There was evidence of moisture contamination visible behind ir inspection window. During investigation, the pump was powered on with no alarms occurring; a power interruption was not duplicated. The pump was exercised with returned battery cap for 24 hours with no reboots, loss of power or call service alarms occurring. Testing revealed that the sleep current draws were out of specification. The pump case was removed and evidence of moisture damage was found throughout the inside of pump, on the power and motor circuits. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the audio bolus button cover was detached and missing from the pump. The leak test revealed a leak at the missing bolus button cover. (B)(4).